Event description:
It was reported that the implant at tooth site #6 was removed due to bone loss. Patient had implant placement and vestibulopathy december of 2019, implant uncovering on october 2021 and had come in september 2022 with implant lost. There is another implant that might be failing in a very near future as has significant bone loss. Symptoms as a result of the event: abscess

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided . K011028, k013227. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant had head fractured and was removed. No information about broken screw.

Manufacturer narrative:
One (1) impl tapered scr-v ha 3.7 mm 3.5mm 13mm ((B)(6)) was returned for investigation. A portion of the unknown screw was identified fractured inside the implant. Visual evaluation of the as returned implant identified bone debris on external threads and exhibits damage possible from the being removed. Implant fractured at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported devices were located on tooth # 6 (universal) and were used for approximately 9 years, 11 months. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (62142967). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown screw) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number ((B)(6)) for similar events and no other complaint was identified. (B)(6) post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture implant) or product ((B)(6) & unknown screw). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. The following sections have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.